Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a bent r2 reagent probe. The fsr resolved the issue by replacing the r2 probe and calibrating the r2 pipettor. No additional discrepant magnesium result issues have been reported since the probe was replaced. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic magnesium patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the r2 reagent probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the r2 reagent probe was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results for multiple samples. The following example data was provided: (B)(6) initial result = 0.66 mmol/l, repeat = 0.30 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.